Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that following implant of this pacing system, sensing measurements had decreased with this atrial lead. The pacemaker pocket was re-opened and it was revealed that the associated device setscrew was not tightened all the way down. The lead was re-inserted into the device, the setscrew was tightened appropriately and normal sensing measurements resumed. It was reported that difficulty interrogating this pacemaker was also experienced. A boston scientific technical services consultant suggested some troubleshooting techniques which resulted in a successful device interrogation. No adverse patient effects were reported.